Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they noticed that the implant battery depletes faster than before. Pt mentioned it happened with them before, they "charged last night at 5 o'clock" then "at 1 o'clock it's dead today". Pt commented, "I thought it's supposed to last more than 12 hours". Pt mentioned that they called the doctor and was advised to call manufacturer. Pt confirmed that they're concern about the implant battery and not the external battery depleting faster. Agent reviewed implant battery depletion with pt and redirected them to their managing hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.